Event description:
It was reported the asymptomatic patient presented with a stored electrogram via a merlin at home transmission showing non-sustained right ventricular lead oversensing. The implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The patient was brought into clinic for programming changes. The patient was stable after the programming changes were made.